Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atiral lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been melted apart approximately 19.3 cm from the terminal pin and two lead segments were returned. Resistance testing confirmed the electrical continuity of each segment. Lead damage was determined to have been due to the use of electrocautery during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.